Manufacturer narrative:
All lots of duramatrix undergo physicochemical and mechanical testing, and the test results must pass the release criteria in order for the products to be distributed.all lots of duramatrix undergo physicochemical and mechanical testing, and the test results must pass the release criteria in order for the products to be distributed.

Event description:
A csf leak was found in the outer stitching of the wound. Revision surgery was not required.